Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a under-infusion. Service evaluation verified the under-infusion. The cause was found the missing mechanism screw to be lodged under the camshaft preventing proper pumping action. The mechanism screws were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device it experienced an under-infusion. No additional information is available.